Manufacturer narrative:
The insulin pump was received with peeling keypad overlay. The pump was received with minor scratches on lcd window and broken belt clip slot. (B)(4).

Event description:
The customer's grandmother reported via phone call of damage on the insulin pump. The customer's blood glucose reading was unknown. The grandmother stated that the face plate of the pump came off. The customer stated that she was trying to input her carbs and part of the pump was falling off. The customer stated that the damage is near the buttons. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.